Manufacturer narrative:
Additional information received, the patient not injured. This is a follow up report for this additional information. The investigation results for this complaint are findings in technical service. The device housing shows evidence of damage due to fractures in three areas. Additionally, the device is missing the warranty sticker, and the battery displays signs of internal connection repairs. The device serial number (B)(6) has been confirmed. Technical service performed. First test: the housing is found to be broken and the warranty sticker missing. The original battery is identified with an ideal charge level for operation, registering 1.36v. The charger shows an external repair on its connection cable; however, this issue does not affect the charger¿s output voltage. Second test: the functionality of the measuring cable is tested using the reference device alt3, revealing intermittence in both the short and long cables. Third test: the console with serial number (B)(6) is tested using a backup measuring cable, obtaining correct readings verified with the reference equipment. Fourth test: according to the manual, accessories such as cables and batteries have a 6-month warranty from the date of purchase. Observations / recommendations. Do not remove the warranty sticker without authorization, as this will void the warranty. It is recommended to replace the battery according to the technical specifications in the manual. Report any device or accessory failures within the warranty period to prevent loss of warranty coverage. Avoid impacts or drops of the console to prevent damage to its electronic components. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4582 health effect - impact code - 2199 this is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a propex pixi row was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.